Manufacturer narrative:
The subject device was disposed of at the hospital

Event description:
It was reported that after several attempts to detach the subject coil, it was retrieved from the patient. After retrieval the physician inspected the coil on the table and revealed that the coil prematurely detached inside the introducer sheath. The coil was exchanged and procedure was successfully completed. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that after several attempts to detach the subject coil, it was retrieved from the patient. After retrieval the physician inspected the coil on the table and revealed that the coil prematurely detached inside the introducer sheath. The coil was exchanged and procedure was successfully completed. There was no clinical consequence to the patient due to the reported event.